Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 490 mg/dl. The customer thought that there was a blockage in the pump. There was no pump alarm. An insulin injection was administered to address the bg level. As this event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the blockage.